Manufacturer narrative:
The subject device was returned to the OEM (original equipment manufacturer) for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a ureteroscopy procedure the balloon device ruptured. The user used another balloon to complete the procedure. The lot number of the balloon used was not provided. No patient harm or impact reported due to the event. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the customer response and updates.

Event description:
The event occurred during the middle of the procedure. No patient demographics were provided. The customer reported that the nurse that was present during the procedure does not believe there were any pieces of the balloon that fell off. No injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number, device evaluation and investigation conclusion. A DHR review was performed on the device and all manufacturing lots used and no abnormalities were found. The device was evaluated. Initial observation of the balloon found no noticeable rupture. The balloon appears to have been inflated and there appears to be multiple dents on the surface of the balloon. Upon closer examination of the balloon's surface a crack in the balloon material was noticed. This crack was observed in the surface of the balloon about 6cm from the distal tip. There was no damage noticed on the inflation hub or shaft of the catheter. Although a rupture was detected, the balloon was attempted to be inflated. The balloon was attempted to be inflated with water and the device was leaking out of that crack in the balloon 6cm from the distal tip. This confirms the device had ruptured, confirming the customers complaint. It was unknown what inflation pressure the customer had attempted to use and what caused the rupture of the device. The OEM (original equipment manufacturer) performed an evaluation on the device. Noticed a significant kink noted at 5mm distal to the bullet on the inner shaft. An inhouse guidewire inserted and passed freely until the location of the kink. Resistance was felt however, eventually the guidewire was able to completely advance. The device was attempted to be inflated. A pinhole was noted during inflation at the location of the inner shaft kink. The shaft was dissected, the shaft was shown to have a flattening affect; this is possible due to inflation being conducted without a guidewire. The OEM stated the guidewire should be left in place. Root cause of balloon rupture is unable to be determined based on information provided and based on the physical investigation of returned product. Olympus will continue to monitor complaints for this device.